Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that unspecified malfunction occurred. The date of event is an approximation. On or around (B)(6) 2024, the patient experienced a hypoglycemic episode while on a flight. The patient was uncertain whether her dexcom g6 app was providing glucose readings, as her phone was in airplane mode at the time. During the flight, the patient began to feel nauseous and severely unwell, prompting multiple trips to the restroom, where she vomited several times. She attempted a fingerstick blood glucose test, which indicated a reading of 35 mg/dl. Upon arrival at the airport, while retrieving luggage, the patient lost consciousness. A bystander, who identified herself as a nurse, provided immediate assistance by administering fruit juice and fruit snacks. The patient regained consciousness within 3-5 minutes. The nurse, along with the patient¿s family, continued to monitor her condition, although they were unable to confirm whether the dexcom g6 app was actively displaying glucose readings. Emergency medical technicians (emts) arrived approximately five minutes later. They performed another fingerstick test, which showed a glucose level of 40 mg/dl. As the patient¿s glucose levels began to rise, the emts did not administer further treatment. They continued to monitor the patient for 40-45 minutes, after which they confirmed that her condition had stabilized and subsequently departed. At this time, the patient does not recall whether the cgm app had resumed providing glucose readings. At the time of the report, the patient was fine. Data has been received but is pending evaluation. A follow-up report will be submitted upon completion. No additional event or patient information is available.

Event description:
Subsequent to the initial MDR, additional information was received on 11/13/2025. Performance data was received for review. However, as the reporter was unable to provide an approximate incident date, a complete investigation could not be performed. The complaint is undetermined and the root cause could not be determined. The patient was not in a session on alleged approximate event date of 07/13/2024. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information. H6 codes: investigation conclusion - additional information. H10: corrected data.